Event description:
A consumer reported following intraocular lens (iol) implant surgery, she had fluctuating vision and halos on lights late in the day. She also reported that her vision is "good for three hours and then gets blurry". The consumer was told that she has dry eyes. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. Additional information has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).